Event description:
Pt with dramatic decrease in hgb secondary to hemolysis suspected due to failure of the carbon filter in the water treatment system to remove chlorine/chloramine from dialysate. Pt received 2 units prbc's and was treated for chlorine/chloramine exposure.